Manufacturer narrative:
This device is used for treatment, not diagnosis. The lvis device is intended for use with embolic coils for the treatment of intracranial neurovascular diseases. Use of the lvis jr. Device is contraindicated under these circumstances: patients in whom anticoagulant, antiplatelet therapy or thrombolytic drugs are contraindicated. Patients with known hypersensitivity to nickel-titanium. Patients with anatomy that does not permit passage or deployment. Per the instructions for use, possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations. Complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves. Device migration. Distal embolization. Headache. Incomplete aneurysm occlusion. Neurologic deficits including stroke and/or death. Perforation or dissection of the vessel(s). Pseudoaneurysm formation. Rupture or perforation of aneurysm. Transient ischemic attack (tia) or ischemic stroke. Vasospasm. Vessel occlusion. Vessel stenosis or thrombosis. Based on the information provided, the complaint cannot be confirmed. The device could not be evaluated as it was reported not available. (B)(4).

Event description:
It was reported from (B)(6) that during the stenting of a ica, intra supra opthalmic segment, the stent did not appear to open in the middle segment. An attempt was made to re-enter the device using a balloon. Upon the attempt, the stent was reported to jump in the aneurysm. At this point, the procedure was stopped. They aneurysm was still open. The patient was released and administered plavix and aspirin without any symptoms. The patient is planned for further treatment in 4-6 weeks.